Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the pt awoke complaining of a headache. The pt's wife noted he was slightly confused and went back to bed after taking unspecified medications. Upon awakening again, he was more confused and his gait was less steady. He was admitted to the hospital where a head CT revealed a right basal ganglia intraventricular hemorrhage/hematoma and intracerebral hemorrhage. The pt was on coumadin for lvad support with an inr of 2.0. Three units of fresh frozen plasma, vitamin k, and factor vii were administered. The pt was transferred to the implanting centre for further care. Neurological exam noted he was somnolent, had poor attention, required frequent prompts to maintain conversation, exhibited delirium with fluctuating mentation and was unable to move his left upper extremity. The only complaint form the pt was a persistent headache. A repeat head CT on (B)(6) 2014 showed the hemorrhage was stable. Based on the pt's past medical history of atrial fibrillation and lvad, anticoagulation was to be resumed with subcutaneous heparin using the neurology protocol initiation to prevent reoccurrence of bleeding with a goal inr below 1.4. The pt began in-patient rehabilitation.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke as possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.